Manufacturer narrative:
Updated date of birth and initial reporter information.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, worn poly, we swapped out head liner for new ones . This primary was not done in our territory we could not find out what was in the patient before hand we had to go off an xray date